Event description:
Physician report "extensive carcinoma in situ. At explant , observation of silicone perspiration without rupture". This relates to the left device. Device has been explanted.

Event description:
Physician report "extensive carcinoma in situ. At explant is not device related , observation of silicone perspiration without rupture". This relates to the left device. Device has been explanted.

Manufacturer narrative:
Phone: (B)(6). Fax:: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and cancer-ndr.

Event description:
Physician report "extensive carcinoma in situ. At explant , observation of silicone perspiration without rupture". This relates to the left device. Device has been explanted.